Event description:
While inflating foley balloon on insertion, saline noted to be leaking through a hole near the y junction. Unable to inflate balloon at tip of catheter as a result of the leak, and foley had to be removed.